Event description:
The manufacturer received information alleging a ventilator would intermittently not power on. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" and "service required" codes were observed in the ventilator's downloaded error log. The device's blower motor, system board and interface board were replaced to address the issues. The device failed a step during testing. The device's oxygen blending module board was replaced to address the issue.